Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the submitted log files confirmed pump stop events that appeared to be associated with the disconnection of the driveline. Although the cause for the disconnections could not be determined through this evaluation, the account communicated that the cause of the pump stop events was the patient disconnecting the modular cable from the pump cable several times. It was reported that according to the patient, the modular cable became slightly unscrewed while rising to stand from a seated position. It was noted that the patient seemed fine, but was under the care of physicians. A request for additional information regarding the modular cable and inline connector was sent to the account; however, it was reported that no further information was documented. The submitted system controller event log file contained data on (B)(6) 2021. The file captured the driveline being disconnected and reconnected five times, resulting in pump stops. The pump was stopped between 11 seconds and 2 minutes and 38 seconds during the events, and corresponding low flow, driveline disconnect, and left ventricular assist device (lvad) off alarms were active. With the final driveline reconnection, the pump ramped back up to the set speed without issue and appeared to operate as intended for the remainder of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 explains that the driveline consists of two cables: the pump cable and the modular cable. One end of the pump cable connects to the pump implanted in the patient¿s abdomen. The other end of that cable exits the patient¿s body. One end of the modular cable is connected to the pump cable and the other end connects to the system controller. Section 2 ¿system operations¿ states that when connecting the modular cable and pump cable, align the white triangles and push the connectors firmly together, then rotate the locking nut of the modular cable in-line connector until the click sound has stopped and the yellow line is hidden by the locking nut. Section 2 "system operations" (under "system controller warnings and cautions") also states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02jul2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient went to the emergency room due to pump stops and driveline disconnect alarms. It was stated that the patient disconnected the modular cable from the pump cable several times. The yellow line was visible and there was no reason given for the disconnects. It was stated that the patient seemed fine. It was unclear if the modular cable was reconnected and the pump restarted. The log file contained five driveline disconnects/reconnects on (B)(6) 2021, which caused multiple low speed hazards, low flow hazards, and pump off alarms. Following the final disconnect/reconnect, the pump re-established the set speed and appeared to be running normally.